Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up loss of capture was noted. Lead dislodgement was observed via x-ray. The lead was repositioned. The patient experienced no adverse effects as a result of the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.